Event description:
Manufacturer has made several attempts to obtain the unit, service record, or investigation results. The manufacturer has been uncessful in the attempts.

Event description:
Will stop running completely without and then come back to run again automatically without notice too.